Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion pump was flashing with multiple error codes (flashing pink screen with codes 4, 5, and 7), and it failed to prime or function. Error code 4 likely indicates an upstream occlusion, meaning a blockage was detected between the pump and the fluid reservoir and error code 7 signifies a high priority alarm, meaning the pump has detected air in the fluid path. The event occurred during priming.